Event description:
The customer reported the ac power module did not work. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module did not work. There was no reported patient involvement. The customer was provided information on replacing the module. The ac power module was not available for evaluation. We will consider this a malfunction. We are unable to conclusively determine the cause.